Event description:
It was reported that this patient's communicator recorded a red call doctor (rcd) icon alert. Reportedly, the rcd was caused due to right ventricular (rv) lead pacing impedance out-of-range higher than 3000 ohms that triggered a lead safety switch. The patient physician was going to be informed about the issue. Both the rv lead and the implantable pulse generator (pacemaker) remain in service and no adverse patient effects were reported.